Manufacturer narrative:
A batch review was performed revealing an exception was documented for this lot. However, the issue associated with this exception is not currently seen as contributing to the customer reported and confirmed problem. (B)(4)

Event description:
Customer reported the perforation part breaks while introduced in the viaflo. The reported condition occurred before use on a patient. No patient injury or medical intervention occurred. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device is not available for evaluation. A follow up medwatch will be submitted if any additional information becomes available. (B)(4)